Event description:
The customer reported that the system would unable to perform fluoroscopy. There is no reports of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The main frame boards and plugs were evaluated and reseated. The lemo connector was evaluated and reseated. The system was tested and found to be working as intended.